Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger fell apart from impaction platform. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that trigger fell apart from impaction platform. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 95 devices were manufactured under lot no 45010916 and accepted into final stock on 09/26/2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot number 45010916 shows 02 additional complaints related to the failure in this investigation. Complaint ID: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Event description:
Trigger fell apart from impaction platform. Case type: tha. Update: "the patient was under anesthesia when the incident occurred. No debris was left in the patient nor entered the wound. No items were disassembled/missing when the incident occurred."